Event description:
At routine follow-up, eri was detected, the device was explanted and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.